Event description:
It was reported that the mobile programmer application displayed a diagnostic message for the leadless implantable pulse generator (ipg) that indicated there was an electrical reset and the leadless ipg was programmed off. The user closed the message and reinterrogated the leadless ipg with no diagnostic message displayed and it was noted that the device was programmed on and as expected. The user then sent a remote monitoring network transmission on the device and it was noted that the device data file displayed the electrical reset count for the device as zero. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID carelink-expres. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.